Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had dislocated hip. Replaced cup, insert, and femoral head.

Manufacturer narrative:
Manufacturing, and expiration date corrected. An event regarding dislocation involving a securfit shell was reported. The reported event does not allege any deficiency of the subject acetabular shell. There is no indication that the product reported in this investigation contributed to the dislocation. No further investigation is required at this time.

Event description:
Patient had dislocated hip. Replaced cup, insert, and femoral head.